Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the recharger harness had never fit right. Adhesive discs and a recharger belt was sent. The patient also mentioned that if they knew it would take so long to recharge the implantable neurostimulator (ins), they would have never got it. They stated it takes 4-5 hours to recharge. Charging was reviewed. No patient symptoms were reported.